Event description:
It was reported that the pt had been on a simple continuous dose of lioreasal 350 mcg and was reportedly very stiff and admitted to the hosp in 2008, for dose titration-therapy mgmt. The pt was still hospitalized at the time of the report in 2008.